Event description:
It was reported the video system center did not recognize scope h-190 series. The issue occurred during preparation for use and was resolved per customer report. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause as the customer states that the issue was solved, and the device was not sent to repair. Olympus will continue to monitor field performance for this device.